Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump continually beeps with error code "1816." The patient switched to the backup pump with no reported adverse effects.

Manufacturer narrative:
Additionally, information was provided that only the pump was implicated in the original complaint.